Event description:
Patient reported right side implant removal from textured to smooth due to the concerns of the product, capsular contracture, baker grade IV, and a possible rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant removal from textured to smooth due to the concerns of the product."

Event description:
Patient reported right side implant removal from textured to smooth due to the concerns of the product, capsular contracture, baker grade IV, and a possible rupture. Healthcare professional confirmed reported events. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on the radius side assessed as surgical impact opening (shell thickness within specification). Missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Brown particles were observed on the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6, d.6b, g.2.

Event description:
Healthcare professional confirmed reported events. The device has been explanted.